Event description:
It was reported that while using the bd vacutainer® k3e 3.6mg plus blood collection tubes that there was underfill. The following information was provided by the initial reporter: according to the customer's report, the tube did not draw enough volume of blood.

Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.6 investigation summary: material #: 367858, lot/batch #: unknown. Bd had not received samples, but one photograph was received support of this complaint. The attached photograph shows a low draw volume level in the tube. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.